Event description:
This is 4 of 9 reports for complaint (B)(4).

Event description:
Consultant reported the following adverse event occurred during l1-l5 posterior lumbar fusion with laminectomy. After surgeon implanted matrix screws and rods from l1, l5 and closed patients incision, patient had a post op CT scan to verify proper screw placement. The CT showed that the right l5 pedicle screw had breached the lateral cortex of the vertebral body. Surgeon revised the construct to redirect the screw at l5. Locking caps at rl1, rl2, rl4 and rl5 were all removed without incident. Surgeon was unable to remove the cap at rl3. Removal of cap at rl3 was aborted after breaking the distal tip of the t-handle driver (driver tip snapped off in the cap and was retrieved). Surgeon opted to abort removing the cap and relock the construct while leaving the breached screw in rl5. Patient is doing well, implants will be left as is. This is 4 or 9 reports for this event.

Manufacturer narrative:
There are no non conformity reports in the DHR. Subject lot 6457233 passed all inspections and certification testing. Device is an instrument and is not implanted and, or explanted.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. Staining and discoloration about the screwdriver shaft; stardrive splines are malformed and rounded with burrs projecting beyond tip. Silicon t handle exhibits wear marks. The device can not be measured: damage impedes ability to obtain accurate measurements of the subject item.

Manufacturer narrative:
This device used for treatment and not diagnosis. The matrix spine system for deformity includes t-handle t25 stardrive shaft for matrix-standard for inserting screws and locking caps, (B)(4), and provisionally tighten locking caps after deformity techniques. The deformity technique guide, (B)(4), cautions the user to never use a t-handle driver to remove locking caps. If a torque limiter is not used, breakage may occur. The surgeon used this instrument to loosen a matrix cap. Without a limiting the torque, the user can generate enough torque to exceed the shear strength of the material. The surgeon used this instrument outside the intended use. The chu reviewed the complaint history to determine the number of complaints associated with the surgeon using this instrument to remove a locking cap. Since the launch of this system, this hazard has occurred (B)(4). Based on the number of locking caps and screws sold since launch and the number of available self retaining t25 drivers, 10, the occurrence rate is (B)(4). The design risk assessment is adequate for the intended use.